Manufacturer narrative:
Device evaluated by MFR: a photographic image was provided to bsc to aid in the investigation and was reviewed by a bsc quality engineer. The photograph showed the proximal filter was unsheathed and torn.

Event description:
Reportable based on analysis completed 03 november 2022 . It was reported that failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was selected for use in a transcatheter aortic valve replacement (tavr) procedure. Vascular access was obtained via a right radial approach. The aorta contained a bovine arch and moderate tortuosity. The sentinel cps was advanced into position and the proximal filter was successfully deployed. The proximal filter of the sentinel cps was resheathed. When the physician attempted to re-deploy the proximal filter, the proximal filter could not be re-deployed. The sentinel cps was removed from the patient. The tavr procedure was successfully completed without sentinel cps. No patient complications were reported. However, analysis revealed the proximal filter was torn.